Event description:
The customer reported that the message "contact detected was displayed on the bottom of the left monitor, and the motorized functions did not respond correctly. Also the error message "low ma error, occurred intermittently. A pt was involved but was not injured. The customer pulled unit out of svc and finished case with another c-arm with no further problems. Customer stated that problem occurred during procedure.

Manufacturer narrative:
The svc rep found pin pushed out of connector on rui. The rep repaired pin as needed. He performed a filament calibration, cleaned and greased the high voltage cable and verified operation of unit. Unit functions as intended.